Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating two smiths medical, cadd medication cassettes, were exhibiting multiple bubbles after running for about 24 hours. It was reported the cassette did not exhibit bubbles when mixed, the bubbles reportedly appeared later. Per reporter the end user mixed another cassette without issues and support replaced the affected cassettes. No adverse patient effects were reported. No additional information is available at this time.